Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac perforation. During an ablation procedure for atrial flutter, a cardiac perforation occurred during ablation on the roof with the intellanav open-irrigated ablation catheter and a non-boston scientific coronary sinus (cs) catheter in the patient. The physician burned the roof for a long time without degradation of signals. There was a possible ridge on the roof making contact difficult. The physician pushed with the zurpaz sheath to obtain pressure. No resistance was felt while maneuvering the catheters. The patient was sent to the operating room (or).

Manufacturer narrative:
The device was returned for analysis. Visual inspection found dried body fluid found on the handle, main shaft and distal end. The proximal ring 1 seal was damaged. Tip motion was evaluated against a curve template. The right and left curves appeared normal and both curves reached the specified areas on the template. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a cardiac perforation. During an ablation procedure for atrial flutter, a cardiac perforation occurred during ablation on the roof with the intellanav open-irrigated ablation catheter and a non-boston scientific coronary sinus (cs) catheter in the patient. The physician burned the roof for a long time without degradation of signals. There was a possible ridge on the roof making contact difficult. The physician pushed with the zurpaz sheath to obtain pressure. No resistance was felt while maneuvering the catheters. The patient was sent to the operating room (or).